Event description:
Angiodynamic vortex port unable to flush or aspirate. Patient presented to ir for portogram evaluation and injection. Port had flipped. Successful repositioning/flipping of port. Port should not have flipped as it was sutured in on (B)(6) during placement. Multiple issues and event reports with angiodynamic ports having difficulty accessing and flipping.